Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem ('discharge profile fault') has been confirmed. Upon eval, discharge resistor r46 was detached from the solder pad on the defibrillation board. The cause of the discharge profile fault flags is the detached r46. A detached r46 would have prevented proper discharging of the high voltage capacitors. The cause of the detached r46 is likely poor solder. The root cause of poor solder cannot be positively identified, but is likely assembly error. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
Zoll customer support contacted a (B)(6) female pt to exchange her monitor. The pt's download revealed multiple 'discharge profile fault' flags. The pt was provided with a replacement monitor.